Event description:
Male pt reported he experienced a burning sensation after using a new bottle of the private label multipurpose solution to care for his acuvue bifocal contact lenses. He removed the lens from his eye and noticed it had a 'shriveled' appearance as did the lens remaining in his lens case. He decided the lenses were old and discarded them. He opened a new package of lens and prepared them using the complaint bottle, and they too shriveled. His wife noticed the solution in the bottle had a vinegar odor. He indicated that he had purchased this bottle as part of a '3-pack'. He had used the first bottle without any trouble.

Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. Manufacturer of reported device performed microbiology and chemistry evaluations of the actual product used by the consumer. The product did not meet chemistry or microbiological shelf life specifications. Add'l testing showed the complaint unit contained the following substances: acetic acid (0.60%), gluconic acid (0.75%), tartaric acid (0.03%) and citrates (0.15%). This group of substances are typically found in some types of vinegars. Add'l testing is still in process. Chemistry testing of the un-opened, 3rd 'companion' bottle was performed and found to meet product specifications.